Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:48 pm CT. The report number is being corrected from: 2134265-2018-64007 to: 2134265-2018-62987.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, when the balloon was inflated at 12 atmospheres, the balloon was broken due to intravascular calcification. No segment of the balloon was detached inside the patient. The procedure was completed with a 3.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient status was stable. Returned product consisted of an nc emerge balloon catheter with the mandrel and balloon protector still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is blood present on the balloon folds and the balloon is still tightly folded prior to pressure testing. The balloon was pressure tested by inflating to rated burst pressure (rbp) to identify any possible leaks. There is no indication the device was inflated over rbp. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and damaged tip were attributable to the procedure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, when the balloon was inflated at 12 atmospheres, the balloon was broken due to intravascular calcification. No segment of the balloon was detached inside the patient. The procedure was completed with a 3.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.